Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that image failure occurred with no error message and a loose contact in the socket was suspected. The intended procedure was a gastroscopy and completed after a pause in the procedure, characterized by the reporter as "short" in duration. There was no patient injury, associated with the problem, reported to olympus.

Event description:
The customer also reported that the phenomenon occurred several times during procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon of ¿image failure¿ was classified as ¿it is too dark to see the endoscopic image¿. Based on this, it was determined that the phenomenon was the blackout of image. The cause of image failure (blackout) might be the defective output connector. Since the device was not returned, its cause cannot be specified. A field service engineer (fse) appointment was made for the replacement of the socket. Other inspection finding found: connection of the output connector is loose. Olympus will continue to monitor field performance for this device.